Event description:
It was reported that the patient experienced hypoglycemic event on 04 mar 2026. The blood glucose was 71 mg/dl and was treated with juice.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.